Event description:
Information received by medtronic indicated that the customer had got a message that battery needs to be replaced and now her pump was not turning on even after changing the battery and used her extra battery cap. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Insulin pump display was blank for not less than 30 seconds and did not return. Battery compartment was not damaged. Battery cap was not corroded. The product was been returned for analysis.

Manufacturer narrative:
Retainer black. Customer returned device for alleged blank display found on september 01, 2022. The device powered up properly after battery installation. No blank display noted. The device passed the sleep current measurement, active current measurement, self test and displacement test. The device completed a partial download using thump. The diagnostic and detailed trace files did not fully download, fault isolated to the electronics. Unable to generate the power management graph due to absence of the detailed trace file. A review of the downloaded history files shows on september 01, 2022 there was a low battery alert at 02:11 that occurred. There were no other battery/power related faults noted in the history files. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electric boards), motor, or force sensor and the battery tube power connector was properly connected to j7/electric board. A test p-cap does lock into place inside the reservoir compartment properly. Unable to determine root cause for the download difficulty. The following were noted during physical inspection: scratched case, blank display is not confirmed. The device was only partially downloaded. The detailed and diagnostic traces did not fully downloaded, fault isolated to the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act